Manufacturer narrative:
On 4/23/2020, upon visual evaluation of the image provided in the complaint, the tissue expander was observed ruptured between patch and shell. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the deflated tissue expander, please contact our team using the information contained at the end of this letter. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation, skin reaction and pain complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: skin reaction and deflation and pain. (B)(6). Note: on 03/03/2020, a photo of the removed device was received. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast reconstruction primary with an unspecified tissue expander and suffered from deflation, irritation on the left breast tissue expander and pain in left arm. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 450cc on (B)(6) 2020.